Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision implant sheet that the patient's hip was revised. An mdm metal liner and adm/ mdm poly insert were implanted. Update: "femoral stem subsidence and loosening. Removed stem and places a longer prosthesis. Removed liner and replaced it with an mdm liner and head".